Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative reported that the patient was seen in the office today. The patient reported that they had the recharger plugged into the wall while they were recharging the ins battery. When the device was interrogated, a power-on-reset (por) was seen with a code of (B)(4). The por error code was reset and an impedance check was performed which was within normal limits. The sensor orientation on the ins was also reset. It was reported that everything seemed ¿ok¿ by the end of the appointment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their device ramped up while recharging. They indicated that they were using a heating pad while this happened, so they took it off. The patient stated that they called an ambulance to come and pick them up. They added that the device was ramped up so high they were shaking. The patient stated that the ambulance couldn¿t do much, until the patient started playing with the remote. They noted that they had to troubleshoot the remote for a long time in order to finally get the device turned off. The patient mentioned that before this incident, their stimulation would go up when laying down, and they wouldn¿t have to adjust it. Patient services reviewed that was adaptive stimulation. The patient stated that this issue occurred around (B)(6) or (B)(6) 2017. They indicated that they have not used the device in 6 months because they are scared to. The patient added that they would rather have the device taken out and wanted healthcare provider information. The patient was re-directed to follow-up with their healthcare provider. No further complications were reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient¿s back was hurting due to the device being discharged. The caller reported that the stimulation then increased while he was recharging the ins and using a heating pad. The caller found some batteries for his patient programmer and was able to turn the stimulation down. The caller stated he felt the stimulation increase again when he was walking on the day of the call. The caller did not know if he had adaptive stimulation enabled and did not have time to troubleshoot. It was recommended that the patient turn adaptive stimulation off or adjust the settings. The caller stated he was thinking of having the ins taken out. The patient was to contact his healthcare professional. Follow up was conducted. Additional information was received from a consumer and a representative (rep) regarding the patient. It was reported that the thermometer came up after the stimulation increased. The patient was instructed to turn the device off until his appointment with the rep on (B)(6) 2016. The patient was also educated on how to use the recharger to turn the device on and off.